Manufacturer narrative:
A partial lead with the lead tip measuring 54.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.2-13.1cm from the lead tip. The etfe coating was intact at this location.

Event description:
It was reported that during follow up, x-ray revealed externalized conductors. All electrical parameters were within range. Lead revision was scheduled. Patient condition is good. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted. The patient no longer needed defibrillation therapy and a pacemaker system was implanted. The patients condition was good before and after the procedure.